Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that on (B)(6) 2025 the patient was taken to surgery and the physician found what appeared to be a kink in the catheter. He spliced on a new pump segment of catheter and had good flow when aspirating through the catheter access port.

Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine 1,000 mcg/ml at a dose of 137 mcg/day and bupivacaine 1 mg/ml at a dose of 0.137 mg/day via an implantable pump. It was reported that the patient had a pump replacement on (B)(6) 2025. He was seen in the emergency room (ER) on october 30 for lower extremity spasticity (withdrawal symptoms) and was treated with intravenous (IV) morphine, which helped relieve his symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. The patient said that before the replacement, he could tell when his personal therapy manager (ptm) boluses were working, but since the new pump, he hadn't noticed any benefit or change after using them. Over the weekend, the patient's wife mentioned he¿s had similar symptoms before when he was out of pain medication. On (B)(6), the rep was notified that the patient was concerned the pump wasn¿t working. The rep met with the patient and their doctor. The pump logs showed successful bolus deliveries and no motor stalls. The doctor contacted another doctor to see if they could perform a dye study today, which the doctor did. The study was unsuccessful per the doctor and another doctor had scheduled a catheter revision for (B)(6) 2025. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-nov-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.